Manufacturer narrative:
(B)(4) device has been received and analysis is in progress. (B)(4).

Event description:
No additional information has been received regarding this event despite three written requests of the physician.

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the crown became stuck on the viperwire. The lesion being treated was heavily calcified, 99% stenotic, 20cm in length and was located in the 2.5mm diameter posterior tibial (pt) artery. The physician used a 6f sheath from a contralateral approach to access the lesion. He then used a 1.25 solid micro crown and performed the atherectomy. Run times were all 30secs or less and the total run time was close to 3mins. After treating the vessel, the device could not be backed out. The physician removed the crown and guide wire as a system and lost vessel access. He used a treasure floppy guide wire and eventually recrossed the pt and performed angioplasty. He then noted some thrombus and used an export catheter to remove it and initiated an integralin infusion. The end result was great and there were no complications. The patient remained stable during and following the procedure.

Manufacturer narrative:
Device analysis: the oad was received with the original guide wire engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event; the crown and distal tip bushing remained intact and undamaged; however, biological material was observed on the driveshaft and crown. Examination of the exposed sections of the guide wire revealed biological material adhered to the guide wire spring tip proximal solder bond. The guide wire was removed from the oad with significant resistance and revealed numerous bends and kinks of the shaft that were located throughout the oad assembly. Destructive analysis of the oad handle assembly revealed evidence of overloaded driveshaft filars at the driveshaft adaptor hypotube. Overload damage occurs when the driveshaft encounters resistance while spinning allowing the motor to build up enough torque to overload and deform the driveshaft. Additionally, the guide wire hypotube support had become detached from the proximal motor collar and the motor gear was detached from the gear motor shaft. Microscopic examination of the guide wire hypotube support and proximal motor collar revealed that the securing clips from the collar and the receiving slots or holes for the guide wire hypotube support remained intact and undamaged, but the guide wire hypotube support was not fully secured to the proximal motor collar. Consequently, the forces applied to the driveshaft due to the overloaded condition while it traveled forward and backward within the handle assembly applied enough force to the guide wire support hypotube and gear motor that it resulted in detachment. This failure mode was recreated through bench-top testing. No other damage or abnormalities were observed with the oad or components that would have contributed to the reported event. A kinked guide wire was also observed, although it could not be determined whether this occurred prior to the overloaded driveshaft. The device history record for lot number 64926 and the material inspection record for the guide wire lot number 64009 have been reviewed. No issues or discrepancies were noted that would have contributed to the reported event. At the conclusion of the failure analysis investigation the reported malfunction involving the difficulty with the control knob travel was confirmed. Analysis identified the root cause as an unseated guide wire hypotube support. There are no other known instances of this issue, but it will be monitored for recurrence. (B)(4).